Event description:
Driver died, no red light after driver failure. Therapy was delayed. The insertion site was the proximal tibia. The green light was not on and the driver stopped completely. Manual insertion was not attempted; a back-up driver was used successfully.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was confirmed. Reference file (B)(4) for investigation photos. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-(B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-(B)(4)). Approximately 5 to 8 lbs of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3); insertion 1: 6.75 secs; insertion 2: n/a. Insertion 3: n/a. Hard profile (105 lbs/ft3); insertion 1: n/a. Insertion 2: n/a. Insertion 3: n/a. The driver failed the medium sawbone phase of testing with a complete stall on the first attempt at 6.75 seconds. No further testing was attempted. The complaint has been confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance found that the driver passed all the release criteria. The device was released in 11/2009 and is greater than 12 years old. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance found that the driver passed all the release criteria. The device was released in 11/2009 and is greater than 12 years old. The complaint has been confirmed. Functional testing confirmed that the driver failed and experienced a loss of power. A review of the certificate of compliance showed that the device passed all release criteria. Additionally, it was revealed that the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver is greater than 12 years old according to the certificate of compliance. In-service (B)(4) was requested since the driver was found to be used beyond its shelf life. No other corrective/preventative actions will be assigned as intentional user error either caused or contributed to the reported issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Driver died, no red light after driver failure. Therapy was delayed. The insertion site was the proximal tibia. The green light was not on and the driver stopped completely. Manual insertion was not attempted; a back-up driver was used successfully.